Event description:
Kessel et al; first (B)(4) inferior vena cava filter registry report 2011; report that of 166 optease and 67 trapease filter placements in a (B)(4) registry, there were 11 cases of tilting with the cordis optease filer, 1 with the trapease filter, 2 cases of apex abutting with the optease, one case of apex abutting with the trapease, one case of migration of an optease, one insertion difficulty in which an optease was retrieved immediately after placement because of pain, seven cases for post filter dvt with the optease (6 unspecified), three cases of optease filter pe (10 unspecified), one case of trapease pe (4 unspecified) and nine cases of optease retrieval difficulty. The filters were placed from 2008 to 2010. The most commonly-recorded indication for filter placement is pre-operative with acute dvt / pe, followed closely by pe with contra-indication to anticoagulation. The majority of procedures involved the use of the right femoral or right jugular approach. The left jugular approach was very rarely used. Almost two thirds of procedures were completed within 30 minutes. Significantly more procedures took over 30 minutes when using the left femoral versus the right jugular approach. The vast majority of filters are placed in an infra-renal or juxta-renal location. Of the 53 supra-renal filter placements, the 27 were for ivc thrombosis and 13 for pregnancy.

Manufacturer narrative:
Please note that this represents notification of 1 complaint of migration with the cordis optease filer. The catalog and lot numbers of the device is not available. The product information listed represents an unknown optease filter. This is one of 6 products associated with the reported events under manufacturer report numbers 9616099-2012-00435, 9616099-2012-00436, 9616099-2012-00437, 9616099-2012-00438, 9616099-2012-00439 and 9616099-2012-00440.

Manufacturer narrative:
Kessel et al; first UK inferior vena cava filter registry report 2011; report that of 166 optease and 67 trapease filter placements in a UK registry, there were 11 cases of tilting with the cordis optease filer, 1 with the trapease filter, 2 cases of apex abutting with the optease, 1 case of apex abutting with the trapease, 1 case of migration of an optease, one insertion difficulty in which an optease was retrieved immediately after placement because of pain, 7 cases for post filter dvt with the optease (6 unspecified), 3 cases of optease filter pe (10 unspecified), 1 case of trapease pe (4 unspecified) and 9 cases of optease retrieval difficulty. The filters were placed from 2008 to 2010. The most commonly-recorded indication for filter placement is pre-operative with acute dvt / pe, followed closely by pe with contra-indication to anticoagulation. The majority of procedures involved the use of the right femoral or right jugular approach. The left jugular approach was very rarely used. Almost two thirds of procedures were completed within 30 minutes. Significantly more procedures took over 30 minutes when using the left femoral versus the right jugular approach. The vast majority of filters are placed in an infra-renal or juxta-renal location. Of the 53 supra-renal filter placements, 27 were for ivc thrombosis and 13 for pregnancy. The products were not returned for analysis. Additionally, as the sterile lot numbers were not available, device history record reviews could not be performed. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, 'sail' effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Please note that this represents notification of 1 complaint of migration with the cordis optease filer from the referenced article that was previously provided. This is one of 6 products associated with the reported events under manufacturer report numbers 9616099-2012-00435, 9616099-2012-00436, 9616099-2012-00437, 9616099-2012-00438, 9616099-2012-00439 and 9616099-2012-00440.